Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an enterectomy. The device could not fire. The green button could be pushed but the handles could not be squeezed. The case was completed using a new handle and reload. No patient injury.